Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device has yet to be returned for evaluation.

Manufacturer narrative:
The manufacturer received new and relevant information on (B)(6) 2023 patient alleging crohn's disease related to a dreamstation auto CPAP device's sound abatement foam.the following report has been updated for serious injury. Section "product problem" in box b has been updated to reflect adverse event. "Type of reported complaint" in box h has been updated/corrected to reflect serious injury. Product outcome code grid and health effect- impact code has been updated.